Event description:
It was reported that following a trial procedure, the patient was experiencing severe pain and swelling in bilateral lower legs from the knee down. It was also noted that the patient had difficulty breathing. The patient underwent an early lead pull procedure and was sent to the emergency room (ER) for evaluation. No further information has been obtained despite good faith efforts. Additional information was received that the physician believed that symptoms the patient was experiencing were not related to the device or procedure. The explanted leads were not returned as they were kept by the medical facility.

Event description:
It was reported that following a trial procedure, the patient was experiencing severe pain and swelling in bilateral lower legs from the knee down. It was also noted that the patient had difficulty breathing. The patient underwent an early lead pull procedure and was sent to the emergency room (ER) for evaluation. No further information has been obtained despite good faith efforts.